Event description:
During the implantation procedure, the helix on this lead would not work properly. Therefore, the lead was not implanted.

Manufacturer narrative:
(B) (4). Reportedly, the helix on this lead did not work properly during the implantation procedure. The analysis on this device is pending.

Event description:
During the implantation procedure, the helix on this lead would not work properly. Therefore, the lead was not implanted.

Manufacturer narrative:
(B)(4). Reportedly, the helix on this lead did not work properly during the implantation procedure. The analysis on this device is pending.